Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient reported lung nodules. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a rep dreamstation auto CPAP. The patient reported lung nodules. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Now, the manufacturer alleging that the allegation is product problem. Corrected section b1 from adverse event to product problem. Section h1 corrected from serious injury to product problem. In addition, device problem code grid and health impact grid code have been corrected. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a rep dream station auto CPAP. The patient reported lung nodules. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, during the evaluation, secondary findings was observed. There was 1 error code present. The third-party service center concludes that device was repaired. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.